Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not latch. The bed was located in storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail ratchet rivets were broken. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2010 and 2012-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the siderail ratchet rivets to resolve the issue. Based on this information, no further action is required.